Event description:
It was reported to philips the touchscreen was unresponsive. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The customer spoke with a philips remote service engineer (rse). The customer requested the part number for the touchscreen. Following the evaluation of the device, the customer recalibrated the touchscreen to resolve the problem. No parts were replaced. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications.